Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event (damaged pouch) has been confirmed through visual inspection of the returned packaging, which confirms the inner sterile barrier (pouch) is damaged. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The damaged packaging was discovered during initial knee replacement surgery. Further information has yet to be received regarding any impact to the patient or whether the event caused a delay in the procedure.

Manufacturer narrative:
(B)(4). Lot number has been corrected.

Event description:
The damaged packaging was discovered during initial knee replacement surgery. Further information has yet to be received regarding any impact to the patient or whether the event caused a delay in the procedure.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The damaged packaging was discovered during initial knee replacement surgery. Further information has yet to be received regarding any impact to the patient or whether the event caused a delay in the procedure.